Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated using a 2.00 x 15mm non-boston scientific balloon catheter. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but was unable to cross the lesion. The stent became stuck in the calcium and dislodged to the distal lad. No additional intervention was possible because the wire could not be advanced to the dislodged stent due to the calcium. The patient status was stable and did not deteriorate. It was decided by the physician that the medication could be controlled and the procedure was not completed.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated using a 2.00 x 15mm non-boston scientific balloon catheter. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but was unable to cross the lesion. The stent became stuck in the calcium and dislodged to the distal lad. No additional intervention was possible because the wire could not be advanced to the dislodged stent due to the calcium. The patient status was stable and did not deteriorate. It was decided by the physician that the medication could be controlled and the procedure was not completed.

Manufacturer narrative:
A synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis without a stent. The balloon was reviewed via scope, there was no stent on the balloon. The balloon did not appear inflated/deflated with folds tightly wrap and crimped stent markings on balloon. A visual and tactile examination of the hypotube identified no issues. Examination of the tip via scope found damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. An attempt to load the device onto a 0.014 guidewire failed due to blockage. The device placed in a waterbath at 37c to soak. Following soaking, the device was loaded onto the wire without issue. No other issues were identified during the product analysis.